Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer states that button may have been held down for more than three minutes. The customer blood glucose level was not provided. The device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces noted. However, all of the buttons functioned properly and no button error alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during our visual inspection.